Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system. The latch seal was worn and replaced. The pressure regulators were found leaking and were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The parts have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported the system was not holding pressure. The customer was called for additional information on the event and patient status. The customer was uncooperative and would not provide additional information. Patient involvement is unknown.